Manufacturer narrative:
The customer provided details on the cleaning, disinfection and sterilization (cds) performed onsite. The product was cleaned, disinfected and sterilized before requesting repair. There was no delay to start of pre-cleaning. As part of cds, water and air was flushed through the air/water nozzle. There were no problems with accessories used for reprocessing. The air/water nozzle was wiped/ brushed with a gauze, brush, or sponge and liquid was sent to the air/water nozzle. An evaluation of the returned device could not confirm the customer allegation. The image was not displayed due to damage of the charge coupled device (ccd) unit. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Adhesive on bending section cover was chipped and had white-clouded area. Adhesive around objective lens and light guide lens was peeled. The light guide lens had a crack. The connecting tube had a scratch. The switch was worn out. The paint on the suction cylinder was peeled. Protector of universal cord on control section side has a scratch. Due to damage on objective lens, a foggy image occurs. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the image from the evis lucera colonovideoscope disappeared when the scope was hung in the down angle. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the foreign material was found inside the nozzle, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material occurred due to insufficient drying or insufficient wiping of tap water or else from the air/water nozzle including inside the air/water channel. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.